Event description:
The patient called to report that their defibrillator is going off but they feel fine. The patient also stated that their device goes off every 20 minutes. Follow-up was conducted with the patient¿s clinic and from the information obtained it was reported that the patient had presented to the ed (emergency department) and it was found that the alert tones were triggered for increased right ventricular (rv) defib lead impedance that went out of range. It was noted that the upper limit for the rv defib impedance was increased and at the patient¿s office evaluation nine days later the impedance was stable. The lead remains in use and will be monitored monthly via remote transmissions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.